Event description:
It was reported that the basket on the percutaneous thrombolytic device separated from the cable during a procedure in a loop graft. The basket was retrieved using a snare device. There were no pt complications.